Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2026 due to a bent cannula leading to hyperglycaemia. Symptoms included dizziness and nausea. The event occurred on the first day after insertion.the insertion site was leg. The blood glucose level was 430 mg/dl at the time of the event, and the patient was treated with an insulin injection. No further information available.